Event description:
It was reported that the patient experienced recurring incontinence due to atrophy with an artificial urinary sphincter (aus). A surgical procedure was performed in which all the components were removed and replaced with a new system. There were no device malfunction associated with the explanted device. The patient did not experience further adverse events and was said to be in recovery following the procedure.